Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurement due to suspected of lead dislodgement. This rv lead was replaced and will not be returned for analysis. No additional adverse patient effects were reported.